Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and they confirmed the issue was not reoccurring. Fse recommended to monitor if the endoscope issue reoccurs to verify if it is an isolated issue to an specific endoscope and return it to isi to perform failure analysis if needed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image displayed by the 30 degree endoscope would flip upside down from its previous position when the endoscope was installed back onto the system after cleaning the tip. The technical service engineer (tse) inquired if the customer was hitting the instrument clutch button during the install process. The customer stated that they would monitor the scrub technicians to verify that they are not hitting the clutch button. The procedure was completed with no reported injury.